Event description:
The event is reported as: the customer alleges that the endotracheal tube failed to inflate. This incident occurred prior to pt use during inspection/testing. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, cf, 3.5, lot #01l1200407 was manufactured on 11/28/2012. The DHR investigation did not show issues related to complaint. An assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.